Event description:
Caller states patient received results of 226 mg/dl and 94 mg/dl within 10 minutes on the aviva system. Patient became unresponsive after these results were obtained. Caller treated the customer with milk and called paramedics. Within 5 minutes paramedics arrived and treated her with a type of "cream" and low blood glucose symptoms improved. Caller did not report if any results were obtained on the paramedic's meter. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The patient was using two different test strip vials from the same lot number. (B)(4).